Event description:
It was reported that since approx 4 weeks, the pt feels hearing worse or nothing on the affected side (the pt is bilaterally implanted). The audio processor was exchanged without improvement. Rtf measurement did not show any signal. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.